Manufacturer narrative:
D4: lot number: either 24153064, 24153065, or 24107533. Device evaluated by MFR.: returned product consisted of the avx thrombectomy system. The pump assembly, effluent/supply line, shaft, tip, piston, and spike line were visually inspected. Blood was present inside the device and 50ml of blood in the attached waste bag, when received. Inspection of the device presented no damage or irregularities. Functional testing was performed by placing the device in the angiojet ultra console. The testing consisted of running the complaint device through the full priming cycle and 120 seconds in thrombectomy mode. The device ran within normal range (8.92 kpsi), without any aspiration issues, any leaks from the device or any errors/alarms. Product analysis did not confirm the reported event, as the device ran with no issues.

Event description:
It was reported that loss of aspiration occurred. A avx catheter was selected during thrombectomy procedure. It was noted that the device failed, it was sucking air on the out flow. No known patient complications were reported. It was further reported that the device was loaded and primed as usual. The device was placed into the venous limb of a graft via a 7fr x 4cm non-bsc sheath. Activation was initiated and it was observed that the device was not aspirating the saline and clot as usual. Air was seen in the waste line. No defects were observed on the catheter. The device was removed and the procedure was completed successfully with another avx catheter. There were no patient complications.

Event description:
It was reported that loss of aspiration occurred. A avx catheter was selected during thrombectomy procedure. It was noted that the device failed, it was sucking air on the out flow. No known patient complications were reported.